Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic left colectomy, there was a poor staple formation. Some stitches of the stapler were not perfectly formed and created an irregular suture with protruding stitches than can pierce the mucosa. A part of the tissue has not been sutured. They had to oversew to fix the staple line. Clips had been applied to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of two devices. Photographic inspection noted two protruding staples. Functional evaluation could not be performed as the product was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no ab normalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.